Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6)-2011 from a female consumer (age unspecified) reporting on self from the united states.on an unspecified date, the consumer started using the johnson &amp; johnson floss dentotape, mint, for dental cleaning (route-dental, lot number-2721d, expiration date unspecified). After an unspecified duration, the metal part came off when she tried cutting the tape off the top as the tape was not coming out. This report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.